Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump's screen display turned black. Customer's blood glucose was unknown. During troubleshooting, found bad battery alarm in history. Customer was advised that the insulin pump will need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no unexpected blank display or black screen was noted. The insulin pump powered up properly after battery installation and no blank display or black screen was noted during testing. The insulin pump had normal operating currents. The insulin pump was monitored and no unexpected bad battery our battery out of limit alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window, broken belt clip slot and stained end cap sticker.